Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the use of ureteroscope, the external image was blurred with unclear vision. It was confirmed that the surgery was completed smoothly after equipment replacement. No negative impact in state of health reported.